Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('pre-date (B)(6) 2015 are more difficult to access due to a migration'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6)-year-old female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, vaginitis, back pain, automobile accident, neck pain, sinus congestion, feeling down, falling, lower abdominal pain and asthma. Current weight (B)(6) lbs. Previously administered products included for depression: adderall from 2009 to 2010; for an unreported indication: depo provera from 2008 to november 2011 and adderall from 2009 to 2010. Concurrent conditions included sleep maintenance insomnia, tiredness, decreased appetite, constipation, muscle spasm, gastric bypass, ganglion cyst, dysfunctional uterine bleeding, cholecystectomy, endometriosis, urinary tract infection, sore throat, vomiting, generalized anxiety disorder, metrorrhagia, esophageal hiatal hernia and erythema edematous. Concomitant products included fluticasone since 2017 for multiple allergies as well as amoxicillin since (B)(6) 2019, bupropion since 2017, dexlansoprazole (dexilant) since 2017, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac) from 2015 to 2017, oxycodone since 2015, sertraline hydrochloride (zoloft) from 2015 to 2017, sumatriptan (imitrex) since 2016 and zolpidem tartrate (ambien) since april 2019. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced libido decreased ("low sex drive"), anxiety ("anxiety"), depression ("depression") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On 11-dec-2018, the patient experienced abdominal pain ("abdominal area pain"), 5 years 8 months after insertion of essure. In (B)(6) 2018, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, libido decreased, bacterial vaginosis, female sexual dysfunction, anxiety, depression, migraine, nausea, dysmenorrhoea, ovarian cyst, weight increased, gastrooesophageal reflux disease, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, female sexual dysfunction, gastrooesophageal reflux disease, libido decreased, menorrhagia, migraine, nausea, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right essure coil was placed first with 4 coils, left side was placed with 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on 30-jul-2013: total bilateral occlusion. Pregnancy test - on 12-mar-2013: hcg negative. Ultrasound abdomen - on 14-dec-2018: 1. Normal sonographic appearance of the uterus and right ovary. 2. 4.2 cm left ovarian cyst . No acute inflammatory changes of the abdomen or pelvis. 2. 4 cm left ovarian cyst. 1 cm right ovarian follicle.. Ultrasound pelvis - on 09-sep-2016: normal; on 14-dec-2018: 1. No acute inflammatory changes of the abdomen or pelvis. 2. 4 cm left ovarian cyst. 1 cm right ovarian follicle.. Ultrasound scan vagina - in july 2013: 1. Unremarkable uterus and endocervical canal. 2. Bilateral essure devices, with no intraperitoneal contrast identified.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraines, depression, dysmenorrhea, stomach pain, vaginal bleeding, left ovarian cyst, fatigue, bacterial vaginosis, menorrhagia. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events .new events added: previously reported event "injury " replaced with new events .new events added: low sex drive, abnormal bleeding (vaginal), bacterial vaginosis, apareunia (inability to have sexual intercourse), menorrhagia, anxiety; depression, migraines / headaches, nausea, dysmenorrhea (cramping), ovarian cysts, pain, weight gain, acid reflux, hair loss. Event onset date were added. Lot number were added. Lab data were added, reporter information were updated. Patient history, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('pre-date (B)(6) 2015 are more difficult to access due to a migration'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, vaginitis, back pain, automobile accident, neck pain, sinus congestion, feeling down, falling, lower abdominal pain and asthma. Current weight 246 lbs. Previously administered products included for depression: adderall from 2009 to 2010; for an unreported indication: depo provera from 2008 to (B)(6) 2011 and adderall from 2009 to 2010. Concurrent conditions included sleep maintenance insomnia, tiredness, decreased appetite, constipation, muscle spasm, gastric bypass, ganglion cyst, dysfunctional uterine bleeding, cholecystectomy, endometriosis, urinary tract infection, sore throat, vomiting, generalized anxiety disorder, metrorrhagia, esophageal hiatal hernia and erythema edematous. Concomitant products included fluticasone since 2017 for multiple allergies as well as amoxicillin since (B)(6) 2019, bupropion since 2017, dexlansoprazole (dexilant) since 2017, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac) from 2015 to 2017, oxycodone since 2015, sertraline hydrochloride (zoloft) from 2015 to 2017, sumatriptan (imitrex) since 2016 and zolpidem tartrate (ambien) since (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced libido decreased ("low sex drive / hormonal changes"), anxiety ("anxiety / psych injury"), depression ("depression / psych injury") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux / gi conditions"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2018, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2018, the patient experienced abdominal pain ("abdominal area pain"), 5 years 8 months after insertion of essure. In (B)(6) 2018, the patient experienced ovarian cyst ("ovarian cysts / cysts on ovaries"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal infection ("vaginal infection") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, libido decreased, bacterial vaginosis, female sexual dysfunction, anxiety, depression, migraine, nausea, dysmenorrhoea, ovarian cyst, weight increased, gastrooesophageal reflux disease, alopecia, abdominal pain, pelvic pain, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, female sexual dysfunction, gastrooesophageal reflux disease, headache, libido decreased, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: right essure coil was placed first with 4 coils, left side was placed with 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: hcg negative. Ultrasound abdomen - on (B)(6) 2018: 1. Normal sonographic appearance of the uterus and right ovary. 2. 4.2 cm left ovarian cyst . No acute inflammatory changes of the abdomen or pelvis. 2. 4 cm left ovarian cyst. 1 cm right ovarian follicle.. Ultrasound pelvis - on (B)(6) 2016: normal; on (B)(6) 2018: 1. No acute inflammatory changes of the abdomen or pelvis. 2. 4 cm left ovarian cyst. 1 cm right ovarian follicle.. Ultrasound scan vagina - in (B)(6) 2013: 1. Unremarkable uterus and endocervical canal. 2. Bilateral essure devices, with no intraperitoneal contrast identified.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraines, depression, dysmenorrhea, stomach pain, vaginal bleeding, left ovarian cyst, fatigue, bacterial vaginosis, menorrhagia. Lot number: a57112, manufacture date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event pelvic pain, vaginal infection and headaches added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.